Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that part of the tampon ripped off when she was removing the product. No serious injury was reported.